Manufacturer narrative:
Conclusion and justification status for MDR: examination of the returned instrument confirmed a crack between two of the cutting teeth. The root cause is attributed to device wear from normal use and servicing. The device is old (mfg 2008) and has been subjected to heavy usage over time. Based on the determination of device wear from normal use and servicing as the root cause, the need for corrective action is not indicated. Monitor through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4)

Event description:
Grater head is cracked.